Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A risk manager reported a patient underwent uneventful photo refractive keratectomy (prk). One week post-operatively, steroid drops were discontinued. Patient presented approximately one month after the procedure complaining of decreased vision and glare. Trace haze was noted. Patient was started on steroid drop for one week followed by a soft steroid drop. Nine days post onset, haze and visual acuity were noted to be improving. The patient has not shown for all other appointments. The site has tried to contact the patient to try to set up future appointments. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Logfile review showed all laser system functions were within specifications for the respective treatment. The system passed successfully all initialization steps and the user performed a gas change, the scanner test and performed the needed energy and eyetracker without any issue. The logfile review showed the fluence test was repeated many times. In the end the user confirmed the fluence test with measured depth. However, the user still confirmed the fluence test and performed treatments during the whole day. The reported treatment showed no interruptions or other issues. No error or relevant warning message was shown during the complete day. The too high ablation depth could cause an overcorrection. No technical problem can be identified during logfile review. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).